Event description:
A (B)(6) advia centaur xp hcv result was obtained on a redraw patient sample. The initial sample tested was (B)(6). Repeat testing was performed on both patient samples and the results were (B)(6). Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the (B)(4) advia centaur xp hcv result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse checked the acid/ base delivery, checked the aspirate probe dispenses, and replaced the wash 1 reagent. The customer recalibrated the hcv assay and ran the quality control with acceptable results. The cause for the discordant hcv result is unknown. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6)."